Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) wasn't working. Both led lights were working. Acct mgr went into the account and did some trouble shooting. Or changed adapter and cord. Generator is fine and working. No patient involved.

Manufacturer narrative:
Trackwise ID (B)(4).

Manufacturer narrative:
(B)(4). Corrected section h6 health effect : from "4580" to "4582". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during preparation, t.w. Power supply s/n (B)(6) used for an endoscopic vein harvesting procedure wasn't working. Both led lights were working. Acct mgr went into the account and did some trouble shooting. Or changed adapter and cord. Generator is fine and working. No patient involvement.

Event description:
The hospital reported that t.w. Power supply s/n (B)(6) used for an endoscopic vein harvesting procedure wasn't working. Both led lights were working. Acct mgr went into the account and did some trouble shooting. Or changed adapter and cord. Generator is fine and working.

Manufacturer narrative:
Trackwise# (B)(4). Corrected section: b5- summary, h6 codes changed to insufficient information h3 other text : device not returned.